Event description:
The reporter contacted animas on (B)(6) 2015 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 38 mg/dl with accompanying tremors. The reporter confirmed that the patient did not receive any treatment above or beyond the usual routine of diabetes management, did not experience loss of consciousness and did not require assistance. The reporter alleged the pump experienced a history/settings issues of inaccurate delivery of insulin to the patient. Troubleshooting by animas customer support revealed that basal delivery totals in the total daily dose matched the active basal program total, the basal history matched the active basal program settings, the bolus totals matched for the previous three days and all boluses were recorded as they had been programmed. This complaint is being reported because the patient experienced hypoglycemia while on insulin pump therapy and the alleged inaccurate delivery issue was not resolved after troubleshooting efforts.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2015. Only records of typical usage were observed in the pump¿s alarm history. The total daily dose amounts demonstrated the pump had been delivering insulin accurately until the last date of use. On investigation, the pump was exercised for 24 hours and was found to be delivering within the required specifications without malfunction. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.